Manufacturer narrative:
Added expiration date. Added device manufacture date. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 16 years 10 months post implant of this 23mm aortic bioprosthetic valve was replaced valve-in-valve with a 23mm transcatheter aortic valve due to severe aortic insufficiency and stenosis and an ejection fraction of 30%. No additional adverse patient effects were reported.